Event description:
It was reported that an effusion occurred in the lateral wall of the left ventricle. They aborted the procedure while they stabilized the patient. There were no visible signs or symptoms exhibited by the patient. The medical intervention provided was a pericardiocentesis and 120 cc's of fluid were removed; approximately 10 cc's every 20 to 30 minutes and the patient was put under general anesthesia. The patient was being monitored by ¿cts workers¿ while the pericardiocentesis was performed. The physician was unsure of what caused the effusion, but after they discovered it, they watched it get bigger. No ablation had been performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5147064.